Event description:
I am getting a "transmitter failed". Or "transmitter error", "transmitter alert".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.